Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The horizon small clip applier instrument was analyzed, and the complaint was not confirmed by failure analysis. Visual inspection did not reveal any damage. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The grips were aligned. The instrument passed the clip test on several attempts. The instrument was fully functional. No product issue was identified.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted hepatectomy procedure when loading the clip, the tip was loose and the clip fell in the body. The tip of the small clip applier instrument didn't open in the body. The clip was retrieved successfully by the assistant using laparoscopic forceps, and multiple team members confirmed that all clips were accounted for by verifying the number used and retrieved. No additional surgical procedure was required for clip removal, and no post-operative imaging tests such as x-ray or ultrasound were performed. A backup instrument was not needed, and there was no additional injury to the patient. The patient has not returned to the hospital due to any post-surgical complications related to clip retention. The instrument is available for return to intuitive surgical, inc. (Isi) for evaluation; however, no photographic images or video recordings of the procedure are available for review.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) product has been received for failure analysis evaluation. However, the failure analysis investigation has not been completed at the time of this report.